Manufacturer narrative:
No additional information has been received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was completely down for all functions. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.